Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event: probe fails to deliver energy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure performed on (B)(6) 2013 to treat a bleed in the patient¿s duodenum. According to the complainant, during the procedure the injection gold probe was not able to cauterize. It was confirmed that the customer did not test the current prior to the procedure. There were no visible damage to the device and there was no issue with the generator that was used or any other accessory devices. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
Visual evaluation of the returned device found no issues. The distal tip was dissected and it was noted that the two electrical copper wires were detached from the tip. Evidence of glue was found on the wire and in the ceramic tip joint area, indicating the joint-to-tip operation was performed during manufacturing. There were also some black particles that seemed to be burn residue. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed both tests. The condition of the returned incident device was consistent with the complaint that the device failed to deliver energy. Review and analysis of all available information failed to indicate a root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure performed on (B)(6) 2013 to treat a bleed in the patient's duodenum. According to the complainant, during the procedure the injection gold probe was not able to cauterize. It was confirmed that the customer did not test the current prior to the procedure. There were no visible damage to the device and there was no issue with the generator that was used or any other accessory devices. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine